Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any relevant information.

Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, "the device failed". The device was removed from the patient anatomy and manual compression was applied to achieve hemostasis. There was no adverse patient effect. No additional information was provided.